Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. There were contact marks on the surface of the probe and the metal part of the jaw. The ptfe pad was partially worn. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And there was a possibility that the error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during an uncertain procedure. Probe damage error occurred after a short time. The procedure was continued with another thunderbeat device. There was no patient harm reported. No further information was reported. Olympus medical systems corp. (Omsc) received the device. And as a result of omsc's investigation, it was found that the coating of the jaw partially came off on (B)(6) 2016.